Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user couldn't issue more than quantity on hand though pharmacy informed there should be some stocked in the cabinet. A technical support specialist checked medbank myqlink and found the only bin available shown quantity of medication on hand was zero and informed pharmacy would need to send out a refill. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user state that unable to issue more than the quantity on hand. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.